Event description:
On sunday, a tpn recipe was entered into the multitask software - manufactured by clintec. During the final process check, the refractive index -ri- measured was not congruent with the ri provided by the compounder. After reviewing the process, co discovered that the multitask had transposed trophamine and water. The volume associated with water in the recipe was pumped as trophamine and the volume associated with trophamine in the recipe was pumped as water. Hence, the ri discrepancy. Hosp speculates that the IV admixture personnel had built up electrostatic energy and caused a temporary power outage when they touched the keyboard next to the computer containing the multitask software program. This software program receives info from the tpn program and transfers it to the automix compounder.